Manufacturer narrative:
(B)(4). The device was not returned to baxter; therefore, a device analysis could not be performed. If additional relevant information becomes available, then a follow up MDR will be submitted.

Event description:
It was reported that a system error 2267 occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The bags were properly connected and there were not any open clamps on any unused lines. The power was cycled and a system error 2367 occurred. The caregiver (cg) was advised to let the registered nurse (rn) know about the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.